Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced air bubbles in the cartridge. Customer usually primes the tubing when air bubbles are present. There were no air bubbles at the time of the call. Reportedly, the customer's blood glucose level is over 600 mg/dl with moderate to high ketones which was addressed by a correction bolus.